Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery reciprocator device made an unexpected noise during use. During in-house engineering evaluation, it was determined that the device had an unknown liquid inside, the gear box, piston, wedge, and bushing were corroded and the gear box was not turning smoothly. The device also failed pre-test for check oscillation frequency, minimum 12600 - 16000 oscillations/minute and had a grinding noise when running. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.